Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr), rotated heart and mitral annulus calcification for a mitraclip procedure. During the procedure, mitraclip xtw was implanted and it was noticed that a clip opened. Additional mitraclip xt was implanted to stabilize the opened clip. All steps were performed as per IFU. The final mr was grade 2+. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The provided event details and imaging were reviewed by an clinical r&d staff engineer. The investigation was unable to determine a cause for the reported unintended movement of clip open while locked. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.